Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the shaft of the returned ria drive shaft is broken apart as complained. The front piece of the shaft was not returned for evaluation. In general is the shaft in a used condition with clearly visible wear marks at the coupling piece. The complaint is rated as confirmed as the shaft is broken apart as complained. The breakage of the shaft can also be confirmed on the received x-ray. During the performed evaluation no manufacturing related issue could be detected. Based on the provided information and without all involved devices it is not possible to determine the exact cause of this occurrence. It can only be assumed that a mechanical overload during use did lead to this breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part number:314.743, synthes lot number: h671824, supplier lot number: n/a, release to warehouse date: 03jan2019, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review : review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device codes: hto. Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, that the ria reamer became stuck in the femur during rotation of the motor shaft. The surgeon was able to remove the all the material from the patient and used a second motor shaft to complete the surgery. There was a unspecified surgical delay. Concomitant devices reported: reamers (part number unknown, lot unknown, quantity 1). This report involves one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 2 for (B)(4).